Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2021-00770 for the associated device information. It was reported to boston scientific corporation that two rx cytology brushes were to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, they attempted to advance the brush back and forth, it became jammed and then the bristled tip portion of the brush and the wire it is connected with seemed disconnected from the catheter. It was not completely disconnected in the patient but the brush looked loose and would not retract back into the catheter. All components were safely removed from the patient. Moreover, slight kinks were noted in the working length but nothing troubling. No other issues were noted with these two devices. The procedure was completed with a third rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable/fine.